Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h14c10114 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the device was not returned and the lot number is unknown, a device analysis could not be completed. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available or the device be returned for evaluation, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis event. Treatment for the peritonitis event was not reported. Three days after the patient was hospitalized; the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis event. Dianeal and extraneal therapies were ongoing. No additional information is available. This is report 1 of 3.